Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that an intraocular lens presented with a crack. The timing of the event is unknown. The lens was removed and the patient needed a corneal transplant. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the event occurred in the left eye of the patient and the patient may need a descemet membrane endothelial keratoplasty procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).